Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer's blood glucose reading in the lab was 55mg/dl. She also tested with the contour next one and the reading was 97mg/dl. She was not feeling well at the time. Specific symptoms were not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to the customer.